Event description:
It was reported that during the lobectomy procedure, staple malformed at 1/3 part of staple line. It was found at leak test. The case was completed by add'l suture. There were no adverse consequences to the pt.